Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 at 4:30 p.m., he received a "replace sensor" and "scan again in 10 minutes" message for up to 2 hours or more on the same day of applying the adc freestyle libre sensor. Customer further reported that at 8:30 p.m., he experienced sweating and weakness, and self-treated with 1 mg of glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Performed visual inspection on the sensor plug assembly, no issues were. The sensor plug is seated correctly in mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. This also serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report. Brand name has been updated.

Event description:
Customer reported that on (B)(6) 2018 at 4:30 p.m., he received a "replace sensor" and "scan again in 10 minutes" message for up to 2 hours or more on the same day of applying the adc freestyle libre sensor. Customer further reported that at 8:30 p.m., he experienced sweating and weakness, and self-treated with 1 mg of glucagon injection. There was no report of death or permanent impairment associated with this event.